Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: 900-025 UK infinity® total ankle system study. Painful tar- spect CT- arthroscopic debridement of anteromedial bone spur. Presented with painful tar (B)(6) 2019. Investigations were arranged. Seen (B)(6) 2019 wit spec CT results, consented for eua and arthroscopic exploration of tar. 03 jan 2-20 arthroscopic debridement, implant stable. No loosening of implant or infection.".